Event description:
Review of the download data for a (B)(6) male pt revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (battery faults/charger faults) has been confirmed. As received, the charger would not charge or perform a battery capacity test. Upon evaluation, the power brick was damaged. The root cause for the damaged power brick was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the damaged power brick. The pt received a replacement battery charger.